Manufacturer narrative:
This report is being submitted to correct the impact code field (f10) in section f, for use by uf/importer and impact code field (h6) in section h, device manufacturers only.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to high thresholds and diaphragmatic stimulation while pacing. Medication was administered. This lv lead was replaced with a different model and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to high thresholds and diaphragmatic stimulation while pacing. Medication was administered. This lv lead was replaced with a different model and was returned for analysis. No additional adverse patient effects were reported.